Manufacturer narrative:
The reported field of left ventricular (lv) lead insertion difficulty was confirmed in the lab. The lv setscrew was noted to have been tightened down, preventing the lv lead to fully insert into the bore. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.

Event description:
During an implant procedure, the left ventricular (lv) lead was unable to be inserted into the header of the device. The device was replaced to resolve the event. The patient was stable.